Event description:
The customer reported to olympus technical assistance center (tac), , the evis exera iii xenon light source displayed error code b30 in multiple rooms when connected to scopes. While troubleshooting, the user facility was able to isolate the issue to one evis exera iii colonovideoscope. There were no reports of patient harm associated with this event. Related patient identifies: (B)(6) (model pcf-h190dl, serial number (B)(4) and (B)(6) (model clv-190, serial number (B)(4).

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported b30 error on multiple scopes. Customer attempted to wipe the pins of the scopes off with alcohol. Tac instructed the customer to make sure that the scopes are completely dry before inserting them into the clv-190 as moisture can cause the issue. Tac instructed the customer to also blow out any debris on the light source output socket and then connect each scope, making sure to clear out the error once its displayed by pressing. To clear the error, the customer was instructed to press esc on the cv-190 keyboard, power off the cv-190 and clv-190 to properly clear the error, remove the scope, connect the next scope and then power the cv and clv back on. The customer was also instructed to reseat the maj-1933 cable when the tools to do so became available. The customer followed up with tac and reported that the issue was narrowed down to one scope, pcf-h190dl s/n (B)(4) tac recommended returning the scope for evaluation. Prior to isolating the b30 error to one specific scope, the customer had requested that an olympus representative visit the user facility to review scope handling and setup. The customer was provided the instruction manual for the maj-2087 light source socket cleaning kit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.